Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. Review of the pump data logs by a clinical diabetes educator indicated that the bolus was manually delivered; however, the customer maintained the belief that the bolus was not requested. Additionally, the customer had manually requested and delivered 2 boluses during different times on the same night; however, the reported boluses could not be verified on both the pump data logs and the customer's therapy timeline. There was no reported impact to the customer's blood glucose (bg) level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.